Event description:
It was reported that pump screen appeared dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press pump button in different ways and to connect pump to a working power source, but pump still did not respond and only showed a red light and periodic vibration, so pump replacement was planned and customer decided to rely on multiple daily insulin injections until new pump could be obtained.